Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, gastrointestinal disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, bladder problems, urinary problem, vaginal discharge, hair loss, gi conditions, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure procedure was performed and results were not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received: event injury nos updated with pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, rash, skin disorder bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, gastrointestinal disorder, visual impairment, weight increased. Reporter (consumer) information updated, patient date of birth, age group added, lab data added, essure indication updated, product onset date updated, stop date added and reporter causality comment added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.